Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled causing the pulse wire to break from the solder connection. The root cause for the broken solder connection could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.